Manufacturer narrative:
Device received with blank display due to moisture damage at electronic. Unable to verify vibrator anomaly due to blank display. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was unknown. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronics. Unable to verify the vibrator anomaly due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.